Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of insulin pump hard to push. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had unexplained no delivery alerts and making grinds while rewind. Customer also stated that after low reservoir warning insulin pump did not give insulin anymore even if insulin was there. The insulin pump will not be returned for analysis.